Event description:
It was reported that a flo-gard infusion pump had a broken lever. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and a review of the alarm log were performed. During visual inspection the pole clamp was found to be damaged. The cause of the condition was not determined. To correct the condition, the pole clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.